Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler curved tip 30 instrument involved with this event and failure analysis investigation has been completed. The customer reported failure was confirmed. The instrument was placed on an in-house test system and initialized, clamped and fired successfully. However, the instrument was unable to roll. Upon removal of the housing, the bearing that mates with the roll friction lock was found broken causing the instrument to not be able to roll. Further analysis found the brake bearing corroded. This event is being reported due to the following conclusion: the endowrist stapler curved tip 30 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, while using the endowrist stapler curved tip 30 instrument, the surgeon felt that the instrument was non-intuitive. The planned surgical procedure was completed and no patient harm was reported.